Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that the surgeon was putting in a titanium cross screw for his femoral fixation. The screw went over the step pin and got stuck. The step pin was not able to come out for 20 min. It broke trying to remove it. All pieces were retrieved from the patient. There was no adverse consequences and no medical intervention reported. The surgery was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: broken insertion pin is stuck inside the cross screw, but no physical damage observed throughout the cross screw. Also, insertion pin deformation observed, and distal and proximal breakage to insertion pin observed as well. The proximal piece and the distal piece of insertion pin were not received. Note the etching (lot#) was not present on the returned product. The probable root cause for the reported failure involving this device could be due to excessive force applied by user to device. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the surgeon was putting in a titanium cross screw for his femoral fixation. The screw went over the step pin and got stuck. The step pin was not able to come out for 20 min. It broke trying to remove it. All pieces were retrieved from the patient. There was no adverse consequences and no medical intervention reported. The surgery was completed successfully.